Event description:
During the index procedure, the patient received treatment with two inpact admiral drug eluting balloons to treat the left mid/distal sfa. The devices were successful. Approximately 4 months post index procedure, the patient suffered from occlusion of the left sfa (target lesion) and received revascularisation with three admiral xtreme devices, two inpact admiral deb devices and one complete se stent. The patient recovered. The investigator assessed that this event was not related to study device, procedure or drug.

Manufacturer narrative:
Cec has adjudicated that the reported occlusion event was related to the device and not related to the procedure and drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).